Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-jan-2023. Investigation summary: a complaint of holes in tubing and a roller clamp missing was received from the customer. Two samples were received for investigation. Through visual inspection, the customer complaint of misassembly was confirmed on one sample. The roller clamp was missing. The other set was primed and infused with no issues or defects observed. Component damage could not be confirmed. A device history record review for model 42502e lot number 22069211 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was determined to be an error during assembly of the infusion set. During assembly, a fixture is used for verification of the roller clamp assembly. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set had no roller clamp. The following information was provided by the initial reporter: "we use the 42502e garvity sets bd/alaris , and I have been receiving complaints from departments that these do not have the roller clamps attached to them or in the packaging."

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set had no roller clamp. The following information was provided by the initial reporter: "we use the 42502e garvity sets bd/alaris , and I have been receiving complaints from departments that these do not have the roller clamps attached to them or in the packaging."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.